Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the delivery catheter system (dcs) became struck in the sheath. It was noted that the patient suffered ventricular tachycardia and received unspecified treatment. Subsequently, the system was withdrawn from the patient. Additional information was received that the treatment was defibrillator shock to address the ventricular tachycardia (v-tach). The valve and dcs were used in the patient with a new sheath. Per the physician, the medtronic sheath mainly contributed to the v-tach, and the valve and dcs did not cause or contribute to the v-tach.

Manufacturer narrative:
Updated data: b5. D4. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: medtronic; product ID: harmony-25; serial: (B)(6); UDI: (B)(6); manufactured date: 2025-09-11; use by date: 2026-09-11; implant date: n/a; FDA site ID: p1020. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: medtronic; product ID: harmony; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: p1020. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the delivery catheter system (dcs) became struck in the sheath. It was noted that the patient suffered ventricular tachycardia and received unspecified treatment. Subsequently, the system was withdrawn from the patient.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the delivery catheter system (dcs) became struck in the sheath. It was noted that the patient suffered ventricular tachycardia, and received unspecified treatment. Subsequently, the system was withdrawn from the patient. Additional information was received that the treatment was defibrillator shock to address the ventricular tachycardia (v-tach). The valve and dcs were used in the patient with a new sheath. Per the physician, the medtronic sheath mainly contributed to the v-tach, and the valve and dcs did not cause or contribute to the v-tach. Additional information was received to clarify the same valve and same dcs were used to complete the procedure, and the valve was implanted in the patient.